Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient underwent percutaneous coronary intervention (pci) at the community hospital. The patient was transferred to the tertiary center for extracorporeal membrane oxygenation management (ECMO) management. The impella cp smartassist was inserted via the long sheath in the left femoral artery used for pci. Post-insertion angiography revealed a type b aortic dissection. The cpsa had traversed from the false lumen at the abdominal reentry site through the dissection arch entry and returned to the true lumen. It is highly likely that the aortic dissection was caused by insertion of the long sheath. The cpsa was functioning normally; however, concerns were raised regarding its removal. Escalation is planned, with removal of the cpsa under standby for thoracic endovascular aortic repair (tevar). Additional information indicated that removal of the impella cpsa was performed carefully with measures in place to prevent blood clot dispersion. The procedure was completed successfully without complications. No stent placement was required, and treatment continued with impella 5.5.

Manufacturer narrative:
Investigation summary: clinical symptom (thrombosis/thrombus): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Patient anatomy or condition prior to therapy: the patient had a pre-existing type b aortic dissection with a false lumen almost completely occluded by thrombus. The challenging vascular anatomy was most likely related to the patient¿s underlying condition prior to therapy. The cause of the anatomical condition was most likely related to the patient's pre-existing disease state. Mechanical interaction with tissue (perforation of vessels): impella cpsa traversed both the false and true lumens of a pre-existing type b aortic dissection, following the path created by a long sheath during prior pci. The device interacted with the dissected vessel wall, raising concerns about tissue injury and thrombus mobilization, especially during removal. However, no new vessel perforation was attributed to the impella itself; the dissection and vessel entry were most likely related to the prior sheath placement. The cause of the mechanical interaction with tissue and vessel perforation was most likely related to the patient¿s pre-existing aortic dissection and the prior use of a long sheath during pci, rather than the impella device itself. Device history lot ==> device batch: 1934725. Device history batch ==> subcomponent lot: na. Device history review ==> the pump sn (B)(6) passed all post sterile inspection checks.